Event description:
It was reported that the patient was no longer getting adequate pain relief and was having to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure.